Manufacturer narrative:
Vyaire complaint #: (B)(4). The vyaire service department received the suspected device/component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting. No signs of display flickering.

Event description:
The customer reported that while using the avea ventilator, the user interface module (uim) screen started flickering after a minutes of use. The customer stated there was no patient involvement associated with this event.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting. No issues were found during this investigation.